Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump functioned properly. The pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she tried to fill the cannula during a new infusion set change but the insulin pump continued to push out insulin until the reservoir was empty. Last year on (B)(6), the customer was hospitalized due to a low blood glucose level caused by an over delivery of insulin. The insulin pump over delivered units of insulin, pushing all the insulin into her body. The customer received treatment. Customer's blood glucose level was 338 mg/dl. She manually delivered 8 units of insulin to correct her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.